Event description:
Boston scientific crm received information that the pt implanted with this device expired due to a weak heart following a myocardial infarction. The pt's spouse alleged that the device malfunctioned and contributed to the pt's demise.

Manufacturer narrative:
The following clinic reported that there were no post implant follow up checks performed and they had no reports of device malfunction. The following clinic was not aware of the device being interrogated following the pt's death.